Event description:
We recently purchased cardinal monoject syringes and the or has reported dosing errors (decreased dose/rate) while using theses syringes in their or (medfusion 4000) pumps. We tested the 20 ml cardinal monoject syringes on our alaris pumps and they were not recognized. Both manufacturers have been contacted regarding whether or not cardinal monoject syringes are compatible with their syringe pumps and we have been informed that accuracy of those syringes has not been established and that we should not use any size of the cardinal monoject syringes on either the medfusion or alaris syringe pumps. I believe this initially started when the covidien monoject syringes were substituted by our distributor. Still trying to determine but are purchasing bd syringes. There are only 3 brands that are compatible with alaris and apparently there are reports of leaks with terumo syringes and covidien monoject are no longer made so now only 1 manufacturer available that has syringe compatibility. Will try to limit to bd brand but not sure how to manage if there is a shortage of those syringes. Ismp, (B)(6), submission ID (B)(4). Reference report #mw5146244.